Event description:
It was reported that this controller was used in two surgeries and was identified to not be working properly. Once the handpiece was plugged in the default setting of 7/3 would drop to 7/2. The operator would change it to the appropriate default (7/3) and in a matter of mins it would change back. Procedure was completed w/o further complications using this controller. No pt complications were reported as a result of this event.